Manufacturer narrative:
Concomitant medical products: erbe vio300d electrosurgical generator. Investigation evaluation: our laboratory evaluation could not confirm the complaint as described. Testing was conducted using an electrosurgical unit (B)(4). The unit was set on blend 30 watts to simulate worst case scenario. The sphincterotome was attached to an active cord. A hotdog was used as the testing material. The cutting wire was observed to be cutting, and then cauterizing the test material as intended. We were unable to recreate the report of a larger or deeper cut than expected. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Difficulty with control of the electrosurgical current application could occur if the electrosurgical power supply unit is in need of adjustment or repair. The instructions for use for this sphincterotome direct the user to verify desired settings by following the electrosurgical unit manufacturer¿s recommendations. Prior to distribution, all tri-tome pc protector sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes attaching the handle to an active cord and verifying continuity between the cutting wire and the electrical pin. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook tri-tome pc protector. The cutting wire cut the target site bigger and deeper than expected. The user confirmed no perforation or bleeding at the target site, then removed stones and completed the procedure without using any other sphincterotomes. Setting of the electrosurgical generator was as usual, so the user suspected current-carrying failure of sphincterotome.